Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one of the lines of the homechoice cassette was damaged; further described as a small hole along with some melted plastic from the tubing. This was noticed during preparation of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was discarded; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a damaged drain line tubing located next the molded port. The reported condition was verified. The cause of the condition could not be determined; however, the damage appears to be excessive solvent from the automated assembly process during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.